Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
The patient went to the hospital as he could no longer hear with his device. No trauma was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient went to the hospital because he didn't hear with his device. In situ measurements are indicative of a device malfunction.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. Correction: age of patient during incident was inadvertently wrongly communicated in the previous report. The patient was (B)(6) years old during incident (not 15 years as in initial report).

Event description:
The patient went to the hospital because he didn't hear with his device. In situ measurements are indicative of a device malfunction.